Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and one similar complaint for this lot number was found.

Event description:
The account alleges the introducer failed to split cleanly. With an extra peel way, extra wire, and a micro puncture set they were able to keep access and prevent an air embolus.

Manufacturer narrative:
H6 updated b, c and d codes. H11 added investigation summary. No units were physically returned for this complaint; however, the customer provided photographs of this defect which confirmed that the sheath failed splitting. Based on the investigation, it has been determined that the root cause was human error during the segregation of processed parts versus non-processed parts, which prevented the inspection of the unit. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number were identified.